Event description:
It was reported that during a procedure of the heavily calcified, mildly tortuous, concentric, 90% stenosed, de novo lesion of the mid to proximal right coronary artery, post predilatation the xience prime stent delivery system (sds) was advanced, however, met resistance with the calcification when it partially crossed the lesion. During retraction of the sds resistance was again noted with the vessel calcification. The device was removed from the anatomy and once outside it was noted that the proximal stent struts were found to be flared. Two other non-abbott stents were used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, guide cath: launcher 6f al1. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Stent damage was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.